Event description:
It was reported that the pulse generator exhibited premature battery depletion. It was noted that the patient had dyspnea.

Manufacturer narrative:
Final analysis found that premature battery depletion did not occur. The pulse generator was in backup operation due to a single flipped bit of product code. The device image indicates that the battery voltage at the time of backup operation was 2.73 v and less than 1 kohms impedance, which is still in the beginning of life range. The pulse generator was downloaded and prrogrammed out of backup operation, after which normal device function ensued.